Event description:
It was reported to lifecell, the conexa device was used for plantar augmentation to the 1st, 2nd and 3rd array. Some drainage was observed and the conexa was explanted from under the 1st array due to lack of incorporation. This complaint was initially determined as unrelated to the device because of off-label use. Lifecell is now reporting as serious injury (surgical intervention) due to off label use. As per IFU, conexa indication is for reinforcement of soft tissue repaired by sutures or suture anchors during tendon repair surgery and body wall defects. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings; at the time of initial investigation, no other similar complaints had been reported to lifecell against lot t00012, of the 345 devices processed for lot t00012, 308 devices have been distributed. Conclusion: the surgical pathology report revealed the returned conexa graft was unincorporated with local degenerative changes, and that the graft was associated with fibrofatty connective tissue with local fibrosis. Conexa is not indicated for plantar augmentation. The event is related to off-label use of the device.